Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead became dislodged due to a diseased atrium. The lead was repositioned, however the lead became dislodged a second time. The physician elected to explant the lead. The patient was stable before, during and after the procedure.